Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred during bolus delivery. Customer changed cartridge to address occlusion alarms, and resumed insulin delivery. Customer also reported using admelog insulin. Tandem customer technical support informed customer that admelog is off-label per the user guide. Customer¿s blood glucose level was 438 mg/dl.